Event description:
It was reported that during a stabilization procedure using the minimagnum knotless implant, the tensioning mechanism broken and the suture could not be tightened. Due to this event, the implant was unusable and it was necessary for the surgeon to drill a new bone hole. The procedure was ultimately completed using a competitor's device. There were no significant delays or patient complications reported as a result of this event.